Manufacturer narrative:
Correction h6: medical device problem code a26 removed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received then a supplemental report will be filed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Medwatch report (mw5159709) was received and stated: since it was placed. The pump does not depress for full inflation nor does it seem to inflate appropriately. He was counseled on the various options for treatment of erectile dysfunction and elected to proceed with removal and replacement of 3-piece inflatable penile prosthesis.

Event description:
According to the available information, the implant was removed and replaced due to an unknown reason.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.